Manufacturer narrative:
(B)(4). Batch # p55f2d. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿the staples were not deployed on the target tissue.¿ does this meant that the device would not fire? Or, was the device fired, however no staples were deployed? The analysis results found that the ntlc55 device was received with no apparent damage and with a cartridge reload present. The cartridge reload had the proximal 33 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device firing cycle was interrupted. In addition cartridge b was received fully fired, swing tab in the locked position. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open esophagectomy, the firing trigger seemed to have no response to the grasp at the first firing. Also, it was found that the staples were not deployed on the target tissue. The device was used on stomach. Another device was used to complete the case. There were no adverse consequences to the patient.